Event description:
The customer states that the lancet does not retract back into the cap of the accu-chek softclix plus lancet device. The customer could not recall if it occurred after firing. The customer also was not sure if the lancet was inserted correctly in the lancet device. The customer states that he also could not prime the lancet device. No action taken or treatment given based on the lancet device issue. No accidental stick or adverse event reported. New lancet device with lancets sent and returned requested.